Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device using the pre-close technique hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the suture was deployed and preplaced; however, there was resistance removing the proglide device due to the footplate being partially deployed. No resistance was noted lifting and lowering the lever. The device was eventually removed, and the suture placement remained intact. The sutures of one new proglide device was successfully pre-placed. The sheath was upsized to a 22f, and the tavr procedure was completed. Post procedure, a suture break occurred during knot advancement of the second proglide device. Hemostasis was achieved using a non-abbott stent and the up and over technique. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2: outcomes attributed to ae corrected from required intervention to na. B5: describe event or problem: updated.

Event description:
Subsequent to the initially filed report, the following information was received: the pre-close technique was used via an 8f sheath hole. The lever was re-lifted again and returned to the original position, however, the footplate was partially deployed when the device was removed. No additional information was provided.